Event description:
User opened the package and ready to advance the wire guide while found out there is kink on stent. User changed to a new one to complete the ercp procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.